Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had multiple motor error alarms on the insulin pump. Customer's last blood glucose was 160 mg/dl. Customer stated that he was running high because of the issue, but was able to call his doctor and pick up syringes to treat. Customer's blood glucose was 500 mg/dl this morning but is now 160 mg/dl. Customer stated that between yesterday and today, there are over 10 motor error alarms in the alarm history. Customer changed the set, reservoir, and site multiple times and is now running low on supplies. Customer mentioned a strange high-pitched noise while the backlight was on. Customer stated that they are able to rewind the pump. Customer also reported that the alarm occurred during bolus/basal. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan.